Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so no impact was reported. The issue was resolved as the customer had already reloaded the cartridge prior to reaching out for support.